Event description:
It was reported that the patient received inadequate high voltage defibrillation therapy during an episode of ventricular tachycardia (vt). The physician did not allege a malfunction against the device. The vt self-terminated and the device was reprogrammed to resolve the event. The patient was in stable condition.